Event description:
It was reported that a patient presented via a remote merlin.net transmission with episodes of non-sustained rv oversensing. Review of the episodes revealed intermittent oversensing of possible lead noise. The lead was fluored and no externalization was noted. It was capped and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
(B)(4).